Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an intervention of cholecystectomy procedure, the clips seemed properly closed above the cystic duct and the cystic artery. After the cut of the vessel and of the duct and after the removal of gallbladder, everything seemed concluded without consequences and the patient was reported in the department. Some hours later, the patient had a biliary pouring into the abdomen and was subjected to a revision surgery in open surgery. The origin of the leak was identified on the cystic duct. The clips applied by using the device were not closed properly. The clip were removed during the revision and the wound was sutured.

Manufacturer narrative:
(B)(4). Batch # m9117g. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.